Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 29 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/lower pelvic region"), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), headache ("headaches"), infection ("infections"), device expulsion ("migration of essure device ¿ uterus"), vision blurred ("blurred vision"), vertigo ("vertigo") and hypertension ("high blood pressure"). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, bleeding menstrual heavy, metrorrhagia, migraine, headache, infection, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, device expulsion, vision blurred, vertigo and hypertension outcome was unknown. The reporter considered abdominal pain, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, infection, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage, vertigo, vision blurred and bleeding menstrual heavy to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted as per current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified): total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: vertigo". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: abnormal bleeding (vaginal/menorrhagia), dyspareunia, fatigue, migration of essure device ¿ uterus, blurred vision, vertigo, and high blood pressure¿ were added. Reporter, demographic, and lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, heart attack, vertigo, blood loss of (nos) and dysfunctional uterine bleeding. Concurrent conditions included asthma and cystitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/lower pelvic region"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"), 24 days after insertion of essure. On an unknown date, the patient experienced device expulsion ("migration of essure device ¿ uterus"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), headache ("headaches"), infection ("infections"), vision blurred ("blurred vision"), vertigo ("vertigo") and hypertension ("high blood pressure"). At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, bleeding menstrual heavy, intermenstrual bleeding, migraine, headache, infection, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, vision blurred, vertigo and hypertension outcome was unknown. The reporter considered abdominal pain, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, infection, intermenstrual bleeding, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vertigo, vision blurred and bleeding menstrual heavy to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted as per current pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Imaging procedure - on an unknown date: (unspecified): total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: vertigo, heavy bleeding, vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.